Manufacturer narrative:
Batch review performed on 14 november 2018: lot 143217: (B)(4) items manufactured and released on 26 september 2014. Expiration date: 2019-08-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Infection followed by a liner exchange of a gmk-sphere knee 1 month after primary surgery. The liner was changed with a new one of the same size.